Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure occurred on (B)(6) 2013 due to unknown reasons. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. Elevated metal ion levels have been reported with metal on metal articulating surfaces. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02965 and 2014-05301)

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure occurred on (B)(6), 2013 due to unknown reasons. Additional information provided in patient medical records indicate patient's (B)(6), 2014 revision was due to metallosis. The patient's operative report noted swollen muscular tissue, abductor destruction and an elevated neutrophil count. Additional information received in patient medical records noted that on (B)(6), 2013 a MRI was performed. Further information received in patient medical records noted that on (B)(6), 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of wear, scratches and possible metallic transfer and subluxation.